Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
When the doctor was sealing the uterosacral ligament the seals held, but the was seeping blood. There was tension on the tissue from a vaginal manipulator. The doctor experienced seepage when using mono-polar energy. A second hand piece was used with the same result. The tissue size was about 3-4 mm. The rep was not informed of any preexisting conditions. Applied medical received additional information from the sales rep on (B)(6) 2017 via email: there was seepage being observed throughout the whole procedure. I believe the patient had an underlying condition causing the see page to occur. Seepage was occurring from the broad ligaments to the cuff. The surgeon, by observation did not believe it to have sealed the pedicle because no visible denature change of tissue. Surgeon cleaned hand piece and then sealed again thus giving a visible plum giving the impression of sealing. The surgeon wanted to open an additional hand piece because he felt as if the original hand piece was not completing the seal. I agreed to open a new hand piece and to replace the first hand piece just so we could test the hand piece for ourselves. The second hand piece produced a seal and then did not continue to show additional signs that a complete seal was completed neither by visible denaturing or release of plum from activation of energy. The surgeon, after opening 3 hand pieces, was comfortable enough to complete the supracervical with endo loop device with no noticeable seal bleeding. The cervix also had some see page around bladder flap that normally is not present after removal from stump. Procedure performed: laparoscopic supracervical hysterectomy with tubes no ovaries. Type of intervention: additional hand piece was used. Patient status: no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, blood and eschar buildup was observed on the sealing surfaces and in the blade channel of the device. During functional testing, engineering confirmed that the device functioned as intended. As such, engineering was unable to replicate the event. Although the exact root cause of the event could not be determined, applied medical is currently implementing appropriate corrective actions within a corrective and preventative action report to mitigate this type of event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products.